Event description:
It was reported that the patient complained of chest pain, and their remote transmission indicated high thresholds on the right ventricular (rv) lead. The patient was brought in to the clinic, and fluoroscopy revealed a perforation to the apex of the heart. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted (B)(6) 2014. (B)(4).